Manufacturer narrative:
The event date was estimated. The site could not recall the exact date and only provided that it was "a couple years ago." No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline had external damage that required rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the outer jacket of the patient's driveline could not be confirmed through this evaluation. A photograph of the external portion of the patient¿s driveline was later submitted after additional tape was reportedly applied to the driveline on (B)(6) 2020 to prevent further outer jacket tears (reported under MFR # 2916596-2020-00539). The reported superficial damage to the outer jacket could not be confirmed based on the submitted photo as the driveline had already been extensively covered with rescue tape. The patient remains ongoing on (B)(6). Heartmate ii lvas IFU section 6 "patient care and management" (under "pump performance monitoring") outlines how to care for the driveline and also addresses damage due to wear and fatigue of the driveline. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. Heartmate ii lvas patient handbook section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.